Event description:
The male pt was admitted with unstable angina and non q wave mi. Pt had 95% in-stent restenosis of a bare metal stent in the circumflex (cx) and 99% in-stent restenosis in the mid right coronary artery (rca). Previous bare metal stents are unknown. The cx was treated with a 2.5 x 33 mm cypher select stent and the mid rca was treated with a 2.5 x 33 mm cypher select plus. Post-dilation was conducted with a 3.0 balloon at 20 atm. The pt was discharged the following day with no complications. For 1 week check-up, the pt was asymptomatic and was complaint with antiplatelet therapy. Two days later, the pt's wife noted that her husband died suddenly at home. No additional information was given.

Manufacturer narrative:
This device (lot i0806043) is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2007-00221. The product remains implanted in the pt and is not available for analysis. Additional information will be submitted within thirty days upon receipt.